Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to the computer/analog (c/a) board. There was an internal short on the c/a board between the main battery line and ground. The root cause of the failure was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that that the monitor was unable to power on.